Event description:
It was reported to boston scientific corporation that overstitch endoscopic suture system was used on (B)(6) 2024. It was reported that during the procedure the needle and the catheter were trapped inside the tissue. The physician had to had to perform an angulation with the gastroscope to remove from the tissue. The physician also stated that the anchor exchange catheter kept dropping off the needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 : device code a150208 is being used to capture the reportable event of needle stuck. Investigation summary: the system was returned to boston scientific for analysis. A functional test was performed on the handle by open and closing the needle body and it was found that the needle shaft was working as expected and not sticking. The handle was also tested with suturing sequence and was found to perform as intended. The complaint could not be confirmed as the device performed as intended, no issue was found with the device. This investigation is assigned a most probable conclusion code of no problem detected.

Manufacturer narrative:
Block h6 device code a150208 is being used to capture the reportable event of needle stuck.

Event description:
It was reported to boston scientific corporation that overstitch endoscopic suture system was used on (B)(6) 2024. It was reported that during the procedure the needle and the catheter were trapped inside the tissue. The physician had to had to perform an angulation with the gastroscope to remove from the tissue. The physician also stated that the anchor exchange catheter kept dropping off the needle. There were no patient complications reported as a result of this event.